Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed impedance measurement less than 200 ohms, noise, oversensing and loss of capture. The lead did not deliver pacing therapy when it was required. The lead was abandoned surgically and replaced with a new lead. There was no report of adverse patient effects due to the revision procedure.